Event description:
It was reported that during service and evaluation, it was determined that the chuck device was frozen/would not move. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: check general function in running mode during service/repair the following was observed: during disassembly, planetary wheel, pinion cage and multiple components were found corroded which prevent some parts from being disassembled. In addition, the thread of the housing is damage during disassembly and therefore I unable to assemble back the attachment fully. During the service evaluation the following failures were identified: functional: frozen/will not move. Conclusion: ¿ failure reported is confirmed. ¿ root cause: failure from component wear.